Manufacturer narrative:
G4:13oct2020. B4:07dec2020. The biomedical engineer replaced the power switch overlay to address the reported issue. A similar investigation is performed, it was identified that users applying pressure on the led while pressing on the power switch. Led is too close to the switch and must be moved away. Users press on other leds as well. Pressure on the leds causes delamination of conductive epoxy and encapsulant from overlay substrate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer reported that the unit failed with alarm led failed error. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair. Product support advised caller to replace the power switch overlay and provided part ID. Repair information is still pending.